Event description:
The customer reported being unable to acquire v1 of the 12-lead ECG signal which could impact or delay diagnosis or treatment.

Manufacturer narrative:
The customer reported being unable to acquire v1 of the 12-lead ECG signal which could impact or delay diagnosis or treatment. In 2009, the field service engineer evaluated the device and confirmed the reported failure. The therapy pca was replaced to resolve the reported issue. We are considering this a malfunction of the therapy pca.